Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of the two devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the events.